Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The technical service representative (tsr) had the home patient (hp) close all clamps and transfer set and cycle power. The tsr explained the alarm and the hp stated while in dwell 1, she disconnected and reconnected and may have gotten air in the line in the process. The tsr advised the discard all supplies and to report it to the peritoneal dialysis nurse in the morning. The hp would finish therapy manually. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient (hp) stated that she had disconnected to use the restroom while in drain and did not hit stop on the home choice (hc). When she returned from the restroom, she reconnected to the hc and the hc alarmed. The hp verified that there were no loose connections, disconnections or defects on the supplies. The hp was instructed to contact her nurse and she did. The hp did not complete therapy that night. The nurse advised her to do some day exchanges. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.